Event description:
It was reported by service report that the brakes were brakes not resetting after release from brake position. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: footend brake crank assembly.